Event description:
It was reported that the patient presented to the doctor's office with no capture on the right ventricular (rv) lead and a decrease in r waves. It was further reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.